Event description:
The customer reported via phone call that she was receiving lost sensor alarms. Troubleshooting showed that the transmitter was functioning properly, and there may have been a sensor wetting issue. Blood glucose level at the time of the incident was 95 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Analysis inspected one opened/used sensor and found that the sensor was broken near the sensor base. The broken piece was missing from the sensor base. Analysis was unable to confirm whether or not the customer received the sensor damaged due to the customer having returned the sensor opened/used.